Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device prompts memory. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat¿ from heartsine technologies on the 1st april 2015. After the completion of the investigation of the returned device, further information was obtained from the distributor stating that the wrong device was returned to heartsine. The reported fault of ¿device prompts memory full¿ was reported against a sam 350p device. The distributor mistakenly sent a sam 500p that was investigated under the reported fault. From the distributor email the returned sam 500p had no fault reported against this device (see attached distributor email [4]). The returned sam 500p was investigated and no fault was found with the device. The user was contacted for further information regarding the sam 350p that the reported complaint was made against. The sam 350p device had a serial number (B)(4). No further information was obtained from the customer. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped.

Event description:
Device prompts memory. There was no patient involved in this event.